Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 due to high blood glucose. The customer's blood glucose at the time of admission was unknown. The customer explained that he had an infection and subsequently went to the hospital per doctor's suggestion. The customer's infection was in the toe area and began traveling up his leg. The customer confirmed the cause of the hospitalization as an infection or cellulitis. While troubleshooting, the customer was unable to describe any possible damage to the drive support cap. The customer mentioned that he took steroids and needed to contact his healthcare provider regarding the steroids affecting his high blood glucose. The customer stopped the troubleshooting before it was completed. The customer did not return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.